Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as ¿blue part came out of the housing¿. This occurred during use of the device of peritoneal dialysis therapy. The patient was unable to disconnect from the cassette and had to cut the patient line to disconnect from the cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. Previously submitted as baxter healthcare corporation. The customer returned a sample with product code 5c4483 for evaluation. The device was returned with a patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. There was evidence on the female connector indicating an insert chip was present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.